Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the electrosurgical generator esg-400 exhibited an error e433. The issue was found after a therapeutic bipolar transurethral resection of the prostate (bipolar turp) procedure. There were no reports of patient harm.